Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed. Analysis of the returned ipg found as received it was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state (this is reported under manufacturer report number 1627487-2019-09822).

Event description:
Additional information received indicates that the patient felt that the therapy was not as good as it was during the trial.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics were inconclusive for any anomaly. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue.